Event description:
It was reported that a versacross connect was selected for use during a left atrium appendage closure. Originally, it was tried to advance the versacross rf wire (as starter wire) into the dilator at the femoral vein access to the superior vena cava, but due to the anatomy of the patient, a difficulty to insert and advance it was noted. Thus, the versacross rf wire was removed and replaced by mechanical guidewire. Thus, once in the patient, a resistance was felt while advancing the mechanical guidewire and it became stuck in the dilator and was difficult to maneuver it. Then, it was able to get up to the svc. Therefore, it was needed to remove both dilator and guidewire from the patient's body. It was possible to remove mechanical guidewire from the dilator once outside of the patients body and it was still functional. To continue the case, the same versacross rf wire was inserted along with the same dilator and continued case without issues. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). No other issues were noted. The mechanical guidewire was removed from the dilator fully and remained in one piece.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was selected for use during a left atrium appendage closure. Originally, it was tried to advance the versacross rf wire (as starter wire) into the dilator at the femoral vein access to the superior vena cava, but due to the anatomy of the patient, a difficulty to insert and advance it was noted. Thus, the versacross rf wire was removed and replaced by mechanical guidewire. Thus, once in the patient, a resistance was felt while advancing the mechanical guidewire and it became stuck in the dilator and was difficult to maneuver it. Then, it was able to get up to the svc. Therefore, it was needed to remove both dilator and guidewire from the patient's body. It was possible to remove mechanical guidewire from the dilator once outside of the patients body and it was still functional. To continue the case, the same versacross rf wire was inserted along with the same dilator and continued case without issues. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). No other issues were noted. The mechanical guidewire was removed from the dilator fully and remained in one piece.